Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml7180, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Device return status/follow up.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2019 and suture was used. The needle broke at the tip during sewing subcutaneous tissue. The procedure was extended over 30 minutes to search for the broken piece. The piece was retrieved from inside fat layer. It is unknown if x-ray was used. There was no adverse patient consequence report. Additional information has been requested.